Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with blood glucose levels above 400 mg/dl for a few hours after a meal announcement, confirmed by fingerstick, and despite changing infusion supplies with no observed site or cartridge leaks; the user was advised to transition to subcutaneous insulin injection as backup therapy and to disconnect from the pump for a period if an injection was used. Symptoms included feeling hot and sweaty. Outcomes included no medical intervention, and self-management with planned backup insulin administration. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed an unclear cause with no device alerts or alarms reported. It was concluded that the event was user reported hyperglycemia with undetermined root cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.